Event description:
This is a complaint against a victory 18, 300 cm,18g. Additional information received from sr on 24sep2015, tal- the tip broke off inside the patient and unable to cross the lesion.

Manufacturer narrative:
The returned guidewire is currently undergoing analysis. A device investigation report will be provided in a follow up report.

Event description:
This is a complaint against a victory 18, 300 cm,18g. Additional information received from sr on 24sep2015, tal- the tip broke off inside the patient and unable to cross the lesion.